Manufacturer narrative:
The insulin pump was received with cracked and bleeding lcd glass, broken off end cap and scratched lcd window. Analysis was unable to verify blank display due to lcd glass anomaly. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer also reported that the insulin pump had crack on the case. The customer's blood glucose was unknown at the time of incident. The insulin pump will be returned for analysis.